Manufacturer narrative:
Persistent pain is a possible outcome in spinal surgeries, with many possible causes. Insufficient information available to evaluate what may have occurred in this case.

Event description:
Patient had a l5-s1 plif, and immediately had pelvic pain. Patient recently went to a doctor who said patient was injured from the operating room table during surgery.